Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the power drive did not have power when pressure was applied while in use with the saw attachment device. It was not reported if the device was used in surgery, or if there was patient involvement reported. There were no delays in a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the housing was damaged. The assignable root cause was due to normal wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.